Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that during hardware removal, the head of the screw broke off from the shaft. No further information is available. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The review of utilized raw material shows no deviation according to our specifications. On the basis of the performed investigation, no material fault could be detected. It is possible that the locking screw fatigued was due to cyclically overload. The recognizable fatigue lines and the secondary cracks at the zone of the available fracture surface are giving the information of fatigue cracks which are coming with cyclically overload. The cause of the damage on the pressfit tips not defined for certain. The cause of the breakage can not be elicited.

Event description:
This is 1 of 1 report for (B)(4).